Event description:
It was reported to philips that the startup countdown stopped at 0:00, and a flexvision pc issue was suspected on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, and no recurrence was observed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).